Manufacturer narrative:
(B)(4) - dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was provided as coag negative staph bacteremia.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. According to the operative report, the valve was exposed and there was an approximately 8 mm area of a vegetation on the noncoronary leaflet of the bovine pericardial valve. There was also an area of perivalvular leak in the mid noncoronary sinus where the prosthetic valve had dehisced from the annulus. An extensive amount of time was taken for debridement of the annulus of all necrotic and previous infected material. The valve was replaced with another edwards bioprosthetic valve. Furthermore, (per the surgeon) there was no device malfunction.